Event description:
Nurse inserted IV device successfully, but during flushing she noted a leak where the tubing connects to the hub of the device. IV was removed and a new one inserted. Device is available for pickup by product rep.